Manufacturer narrative:
If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that the needle detached from the thread, and the thread is also tearing during aortic suture in heart valve surgery. No additional data is provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 2,916 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 183 closed samples for analysis. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.47 kgf in average and 0.19 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) we have also tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.74 kgf in average and 0.64 kgf in minimum (ep requirements: 0.40 kgf in average and 0.10 kgf in minimum). We have also checked the tested samples and we have not found splitting on thread surface before and after performing the tests. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.